Event description:
Reportedly, after firing the stapler, the surgeon rotated the wing nut 2 full turns and withdrew the stapler, however, the stapler was stuck and surgeon needed to take it out by force, as a result the mucosa of the distal end of the anastomosis was torn off. The proximal donut was complete, the distal donut also completed but attached together with the mucosa and staples from the double stapling.